Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer found that she should not wait for a no delivery alarm to let her know that she's out of insulin on the insulin pump. Customer's blood glucose level was 328 mg/dl. Customer woke up with a high blood glucose level and a low reservoir warning. Customer checked the status screen and it was at zero units. Customer stated that she has never had an issue with her pump until about 3 weeks ago. Customer went to bed with a low reservoir thinking that it would give her a no delivery alarm and wake her up. Customer woke up with a high blood glucose level instead and the pump did not alarm. Customer thinks there is something wrong with her pump. Customer does not want to complete the high pressure test right now. Customer was assisted with increasing her low reservoir alert. No further assistance needed.